Event description:
It was reported that during a thr procedure and inside the patient the attachment for the daa double offset adapter left 80/45 broke. Procedure was completed using the same device. No surgical delays reported.

Manufacturer narrative:
It was reported that during a total hip replacement surgery and inside the patient, the attachment of two daa double offset adapters left 80/45 broke. The procedure was completed using the same device respectively and no surgical delays were reported. It is unclear if a part fell in the wound. The two offset adapter devices, used in treatment, were returned for investigation. Upon visual inspection, the reported failure mode could be confirmed for both devices. The clutch is broken. Apart from that, the devices show normal signs of usage such as gouges and dents. Apart from (B)(4) including two devices, no additional complaint with batch b67566 was reported so far. Furthermore, a review of the production documentation did not detect any deviation from the standard manufacturing process. Upon medical investigation, a backup device was used to complete the procedure. Correspondence confirmed that all pieces were recovered and no surgical delay or patient harm was reported. Since there was no report of retained foreign body, patient injury, or surgical delay and the procedure was reportedly successfully completed, no further medical assessment is warranted at this time. The severity and the failure mode are covered through the smith & nephew risk management. Furthermore, the IFU ((B)(4)) refers to the surgical technique for the correct handling of surgical instruments. An offset adapter device is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, offset adapters may fracture during impaction. An optimized offset adapter design has been released in order to reduce the occurrence of this issue. This version of the device will be monitored for similar issues. To conclude, based on the performed investigations, the reported failure could be confirmed and the root cause is attributed to an insufficient design. Smith and nephew will continue to monitor the device for similar issues. Should additional information become available, this complaint will be reassessed. This investigation is considered closed.